Event description:
The pt rec'd her scs system, including an ipg, on (B)(6) 2009. It was reported the pt recently began feeling a heating sensation from both her ipg and the external charging system during recharge sessions. A new charging system was provided to the pt, however, the heating sensation persisted. As the pt's ipg pocket is shallow, the physician is considering a pocket revision. The pt is currently working closely with her physician to determine the next course of action. No further pt complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.